Manufacturer narrative:
A comprehensive investigation performed by the engineering department yielded that both sides of the upper plate inner groove are larger by 0.5mm than the approved sample stand. When mounting the ivent bottom plate to stand, the connection is not always sufficiently secure. This poses a risk that the ivent will inadvertently fall off the stand. A full failure investigation can be found attached to this report.

Event description:
The customer reported that "when the ivent is mounted on the roll stand, the unit is not held securely and "falls off" from the top plate".